Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to dispense medications due to duplicate visit ids being assigned to different patients even though the messages were successfully crossing over to the server. A technical support specialist (tss) found that specific visit ids were duplicates, which prevented proper medication dispensing for the correct patients. The customer was informed that the admit discharge transfer (adt) team needed to discharge the incorrectly assigned patients associated with the duplicate visit ids to resolve the issue. The system returned to normal operation with the assistance of the his team. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, duplicate patient visits on server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.